Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the inventory data report not updated. The technical support specialist (tss) dialed into the server and station, verified the medication management from server side and inventory report from station side and identified that the count was tallied on each side, but the report from the server side indicated some medication count that did not tally. Tss verified the health sight viewer and identified an extract transform load delay and also noticed that job scheduler service was on starting state. Restarted the service and it was in running state currently. Tss then restarted the structured query language services, reenabled the etl, but the issue remained unresolved. Tss followed the knowledge article "etl failing to run login failed for user" and "medes - etl arithmetic overflow error converting identity to data type int", restarted the etl job and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user observed that inventory counts were not updating immediately, indicated a possible system delay. The user confirmed they were still able to log in to both the pyxis server and the cii safe; however, when running reports, the medication quantities were not reflected the items being removed. The customer emphasized the need to resolve this issue promptly, as they were unable to determine which medications may be low or out of stock. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.